Event description:
The customer reported that the zipper is not staying closed even when clipped the zipper migrates open until the clip engages. There was no pt injury reported.

Manufacturer narrative:
(B) (4) zipper not staying closed. Window side a zipper slider body open. Window side b zipper slider body open. Panel side a the mattress envelope has four 2 inch holes. (B) (4).